Event description:
It was reported that during a ptca procedure, the balloon ruptured. Upon removal, it was noted that the balloon material was missing. The pt was sent to surgery. The pt's status is listed as "ok".